Event description:
Hooked up novasure hand piece to do an endometrial ablation. Had an error on the machine. Re-did the set up several times, with an error each time. Went and got a new hand piece, and it worked the first time.